Event description:
It was reported that the customer was hospitalized for lbs. The customer stated that they woke up with lbgs. It was indicated that they over bolused the night before. The programming and histories were accurate. It was stated that the reservoir door is intact and the reservoir is placed correctly in the pump. Troubleshooting was done and the pump is operating as designed.